Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was exposed to moisture. Customer stated that the device was on the pool deck and it vibrated into the pool. Customer stated she removed the battery and put the device in rice and on car dashboard to attempt to dry. Customer stated that there is fluid under the lcd display. Insulin pump has cosmetic damage from normal wear, but has no cracks. Blood glucose 326 mg/dl; treated with manual insulin injection. Nothing further reported.